Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure, open staples fell out from the device. The device was not inserted into the patient and the procedure was completed by using another device. No patient consequences were reported.